Manufacturer narrative:
During testing, it was noted that the device door roller was missing and the door pin was broken. The customer contact's report of n250 (door open while pumping) was noted in the device history, but not duplicated during testing. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that the device has a broken door when inserting the cassette, the device displayed "open door" error n250. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller was missing and the door roller pin was broken.